Manufacturer narrative:
(B)(4) tip won't detach. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm size stone. However, the basket failed to crush the stone and the tip failed to detach. A sohendra handle was then attached to the trapezoid rx basket to detach the tip and release the stone. Using a cre balloon, the common bile duct was dilated and the basket was then slowly pulled out. The basket was successfully removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".